Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 15 mm x 3.00 mm nc quantum apex¿ balloon catheter was completely removed from the patient.

Event description:
It was reported that balloon ruptured. A 15 mm x 3.00 mm nc quantum apex¿ balloon catheter was selected for dilation; however, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).